Event description:
This lead was implanted on (B)(6) 2013 and remains implanted at this time. This was noted because the lead had pulled back. A call placed to technical services on 7/18/2013 states that the rep called to report a product experience. The patient presented to the emergency room with abdominal pain today. The physician placed a st. Jude medical tendril lead on the coronary sinus to pace the left atrium. Looks like the left atrial lead has pulled back and it is assumed that the lead is still in the coronary sinus. However, it was oversensing the rv. The patient will then follow up with dr. (B)(6). The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).